Manufacturer narrative:
(B)(6). Date of the event: the exact date was not provided; the event was reported to have occurred in (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with vancomycin (intraperitoneal (ip), dose, frequency and duration not reported) and ceftazidime (ip, dose, frequency and duration not reported). At the time of this report, the patient was recovering from the event. Dianeal and extraneal therapy were ongoing. No additional information is available.